Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The territory manager reported that a (B)(6) yr old female pt was treated. The lifevest treated the pt at 03:32:31 and 03:34:03. The rhythm at the time of the treatments was sinus rhythm at 89 bpm with motion artifact and sinus tachycardia at 101 bpm with motion artifact. Motion artifact contributed to the false detections. The response buttons were not pressed during the event. The pt went to the hosp following the event and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp following the event and continued to use the lifevest. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and electrode belt were fully functional and able to detect and treat. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 04/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation (B)(6). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.